Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed ¿dosing stopped, connect cgm or enter bg¿ while the user¿s dexcom g7 continuous glucose monitor (cgm) pairing failed, leading to a bg run. The user entered a fingerstick of 383 mg/dl, then restarted the sensor and the ilet displayed a bg reading, with subsequent follow-up bg of 182 mg/dl. Symptoms included hyperglycemia with lightheadedness. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, with a usage problem identified and an improper or incorrect procedure related to cgm pairing and setup; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.